Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the left ventricular (lv) lead was explanted and found to have damage to the lead body. Specifically, the lv lead was kinked at the location of the suture sleeve. The lv lead was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, the lead was confirmed to be fractured 340 mm from the terminal pin. Based on the analysis results, the laboratory technician suspects that fatigue or stress in the region of the fracture site was due to relative motion between the suture sleeve and an anatomical feature that led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This report will be updated should further information be received.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements, high thresholds, and loss of capture. The crt-p remains in service. No adverse patient effects were reported.